Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure, it was noted that there was a leak and catheter rupture was confirmed at two locations. The port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port with an attached catheter returned in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Partial circumferential break was noted on the distal catheter segment approximately 4.3cm from the proximal end. The edges of the partial circumferential break on the distal catheter segment were noted to be uneven. The surface was noted to be round/smooth in both regions. Upon infusion, a leak was observed from the partial circumferential break as water exited the distal end. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified deformation due to compressive stress and naturally worn issues. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure, it was noted that there was a leak and catheter rupture was confirmed at two locations. The port was removed. There was no reported patient injury.